Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. The tamper seal had been removed/broken. Visual inspection found the cracked right plunger case and a missing battery. A "syringe plunger not in place" error was found in the error history log (ehl). The reported complaint was duplicated when a "syringe plunger not in place" error was found during the syringe test. The root cause was attributed to damaged components 'q1' from the plunger board and the force sensor. What caused the damage to the components was not able to be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced plunger board and force sensor. Battery and battery door label were added. Device was cleaned and calibrated. Performed preventative maintenance (pm). Device passed all functional tests after the completed repairs.

Event description:
It was reported the device has syringe plunger error/needs battery. No patient injury reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.